Manufacturer narrative:
The manufacturer has previously reported the report as product problem. In this report the correct report type has been corrected and updated in box b.

Manufacturer narrative:
Device evaluation has been completed, the following fields has been updated. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity and visualization of particles. Medical intervention was not specified. The device was returned to a third-party service center. The technician confirmed particles in the air path during the device evaluation. During evaluation secondary findings was observed and fifteen error code was found. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box a: patient identifier has been corrected. In box e: initial reporter details has been updated. In box g: report source - other has been updated. In box g: 510k has been corrected. In box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity and particles. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.